Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The wires were inspected and found to have no smoke or burn marks. An additional observation not reported by the site was that the instrument was found to have a derailed grip cable at the distal idler pulley.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, when the monopolar curved scissors (mcs) instrument protective cap was removed, the wires were clearly chipped and smoked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the mcs instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube/other lubricant was applied to the mcs instrument prior to the tip cover installation. No arcing observed. There was no damage noted to the tip cover accessory. There was no injury to the patient. The instrument tips did not collide with any other instrument or tool during procedure. The mcs instrument and tip cover accessory are being returned to is for evaluation.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.